Event description:
It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the manufacturer information in sections d3 and g1.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remaining battery percentage for this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased from 12 percent to 9 percent in 2.5 weeks. Boston scientific technical services (ts) discussed elective replacement indicator (eri) percent and replacement recommendation when eri is reached. The field representative planned to discuss checking the device in 2 months with the health care professional (hcp). Available information indicates this product remains implanted and in service. No adverse patient effects were reported.